Event description:
Boston scientific received information that this patient's home monitoring system transmitted that high, out-of-range (oor), shock lead impedances for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system were detected. Device evaluation was performed and it was noted that over the last month the right atrial (ra), left ventricular (lv), and rv pacing impedances have all risen at the same rate, but no out of range measurements were reported. It was reported that the high voltage shock lead impedance was stable in the 60s then a reading> 200 ohms was obtained, and since the readings had bee normal. The information was discussed with boston scientific technical services (ts). The field representative reviewed that the rv coil to ra coil impedance was 90 ohms, the rv coil to can was 145 ohms, and in triad the measurement was 70 ohms. The patient had received a shock late last year and the lead impedance was 43 ohms. Ts suggested consideration of a 1.1 joule and maximum energy shock to test the integrity of the system. However, it would be up to the physician as it was reported the patient was having issues with heart failure. At this time, no adverse patient effects were reported and additional information has been requested from the field representative. Additional information was received from the field representative. No lab testing or defibrillation threshold (dft) testing was performed. At this time, the plan was to continue to close monitor through the patient's remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.